Manufacturer narrative:
Patient country: germany. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced an infusion set tubing detachment on (B)(6) 2024. Site location was quick release. Infusion set was in use for 2 days. No further infornmation was available.

Manufacturer narrative:
The initial MDR with manufacturing report number, was submitted on 02-may-2025. Upon receiving additional information, it was discovered that the lot number has been updated from unkown to 6002353. Additional information - this MDR is being submitted to include the below: d4: lot number h6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.